Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in a field action and returned product testing found the device did not perform as described in the field action. Concomitant product : 6947-65 lead implanted 2010-(B)(6). (B)(4).

Event description:
The device was returned to the manufacturer after being explanted due to indicating elective replacement (eri). The device subsequently tested out of specification. No patient complications have been reported as a result of this event.